Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. This report is 2 of 2 for the same patient (reference 1822565-2017-00810 / 00811 ).

Event description:
It is reported that the patient encountered infection less than 1 year post-revision. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. No revision has been reported to date.

Manufacturer narrative:
Upon receipt of additional information it has been determined that a zimmer biomet device did not cause or contribute to the reported event.